Manufacturer narrative:
Conclusion: an event regarding the computer freezing during the verification of bone registration. The case was delayed by 10 minutes. According to the gsp case, the tech was unable to reproduce the issue, but the ss2u navigation computer was successfully replaced with the ss2u navigation computer. The event was unable to be reproduced. Method & results: -device evaluation and results: per (B)(4) it was reported that the computer was freezing but the problem was not duplicated. However, the tech successfully replaced the 2u computer with the ss2u computer ((B)(4)). -device history review: a review of the DHR associated with rio 057 found quality inspection procedures successfully passed.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, it was reported that the software issue that locked up computer and caused both screens to freeze. The outcome of the case was successful and there was no harm to patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, it was reported that the software issue that locked up computer and caused both screens to freeze. The outcome of the case was successful and there was no harm to patient.